Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m100 sets, two internal blood leaks occurred. A pink effluent was observed to be leaking from the fibers into the dialysate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. However, the sets were full of blood and the serology of the patient was not provided, the sets were therefore discarded without being analyzed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.